Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump failed vibration due to a broken wire. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump was not vibrating as it was supposed to be. Customer performed a self test and the device did not vibrate. Customer's blood glucose was 405 mg/dl, with moderate ketones. Customer was assisted in performing the self test and displacement test, both test passed. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.